Manufacturer narrative:
One vigilance2 monitor was received for product evaluation. The examination found that the thermal test connector port had bent pins. This was the root cause of the failure. The thermal test connector was replaced to correct the issue. In addition, the cco connector was found to have physical damage. The connector was replaced. The front case of the unit was found to have dents. It was replaced. After the connectors were replaced, the unit passed the 70cc2 cable test and it functioned normally. The final acceptance test unit (fatu) was performed on the system, per procedure, and the unit passed the final test. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was a service work order that was generated; however, it was not related to the complaint issue. The reported event was confirmed by evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the vigilance2 monitor was displaying false readings. The hospital personnel could not provide information on what type of readings or what numbers were displayed. The event occurred over a year and a half ago. The monitor was not being used and had been sitting on a shelf at the facility. The event was not reported to edwards until (B)(6) 2016. There was no report of patient harm or injury.